Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 showing leak in iab alarm during routine check by customer. There was no patient involved. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, d10, e1 (event site email), e3, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that minor leakage originating from the iab fill port leur connector on the pneucmpnt luer. The connector was replaced, additionally, it was noted that the safety disk and the 5000 hour maintenance kit had expired, and replacement of these items was strongly recommended. The device remained out of service pending corrective actions and quotation approval.

Event description:
N/a.